Event description:
A report was received that a pt's ipg was depleting quickly following a non-device related surgery. A review of the pt's database confirmed that the ipg is exhibiting premature battery depletion. Replacement surgery has been recommended.